Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures.investigation results: the zi-real abutment was not returned, therefore unable to do a physical inspection. Unknown cause of fracture.

Event description:
The doctor reported that the zi-real abutment fractured after being in patient's mouth for 3 years. It was also reported that the patient did not suffer an injury or infection.